Event description:
Surgery date: 2001. During the surgery, the device was placed too far posteriorly on the vertebral body, possibly due to the patient's anatomy, and a screw was placed into the spinal canal. This was discovered on intra-operative x-rays. The entire device was removed and the procedure was aborted. It was reported that the patient may be sent to rehab. It is unknown if there was any patient injury.